Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing substernal pain. The right ventricular (rv) lead exhibited high thresholds. It was later confirmed that the patient had experienced a perforation by the rv lead. The lead was reprogrammed, repositioned and turned off. Further action is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the further repositioning took place and that it was found that micro perforation had occurred. No further patient complications have been reported as a result of this event.